Event description:
It was reported that the device was "having trouble." The pt had "unusual" pain in the mid back around where the surgery was done. The previous week, the pt experienced vertigo. The pt's pain was "stabbing and striking," the pt's leg felt "like rubber" and would sometimes shake involuntarily. The symptoms started approx five days ago. The pt was bending over and went to straighten up when he yelled out in pain and could not stand up. At that point, the pt's legs started shaking. The pt's status was "fair." On a later date, it was reported that no efficiency bars were shown and the device would not charge above 25%. The pt had a fall due to a vertigo episode, and since then, the device "pokes out of the skin" and gets zero coupling bars. Also after the fall, the pt had experienced shocking sensations. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).